Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an extrusion of the receiver/stimulator. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported).